Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair on (B)(6) 2019 and the absorbable straps were used. It was reported that on second firing the strap only partially entered the abdominal wall. It was reported that on the third firing the strap exited the device but did not make contact with abdominal wall. The item was handed off from sterile field and new same-like device was opened. The procedure was completed successfully. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). The analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident.